Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, while implanting the right ventricular - rv lead, it was noted that the rv lead exhibited low pacing impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.